Event description:
The facility representative reported a device with a failure code 500. This condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported failure code 500 was confirmed during product evaluation. Inspection of this pump revealed the condition, failure code 500:320:844:0000, was caused by a stuck stop key on the pump head module (phm) keypad. To correct this condition, the phm keypad was replaced. The pump was retested and returned to the customer within specification. This issue is currently being investigated.